Event description:
The spinal needle separated at the hub. Further conversation with the physician revealed that the physician was able to remove the needle without incident. The pt did not require any additional medical intervention. The physician expressed concern regarding the potential for injury.